Event description:
Reporter states the end user noticed clicking noise in the motors so the end user moved to the end user's manual chair and 2 minutes later the power chair began to move backwards on its own. No injuries reported.